Manufacturer narrative:
(B)(4). This report for a system error 2240 was confirmed. Based on the information gathered during baxter?s investigation the root cause of the report was determined to be the patient disconnected during therapy and then reconnected back to the homechoice. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 (air in line), which occurred on the home choice (hc) during drain 3 of 4. Per the home patient (hp)/caregiver (cg), the hp disconnected and then reconnected back to the hc. The technical service representative (tsr) explained the alarm and helped the hp/cg clear the alarm. The hp stated that they would do manual therapy and call the registered nurse (rn) in the morning. Per the hp/cg the display then said high drain. The tsr explained the alarm. The hp/cg stated that they would continue to use the hc and call back if they had any other problems. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the rn on (B)(6) 2012 regarding the reported event. The nurse stated that she was not aware of the system error 2240 or the high drain alarm. Ps informed the rn of the breach in aseptic technique associated with the system error 2240. The rn stated that the patient ended peritoneal dialysis (pd) therapy on (B)(6) 2012 because they were towards the end of their life. No patient injury or medical intervention was reported. No allegations were made against any baxter products.